Manufacturer narrative:
Unit passed rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test. Unit was monitored and functioning properly. Pump passed the dat at 0.08720 inches. Unit care link and pump history was downloaded successfully. Unit verify bolus delivery and recorded at pump history. No alarm anomaly during testing. 01/02/2026 00:00:00.000 dailytotalsg670 (63). Systemtime = 01/02/2026 00:00:00.000. Dailytotalofallinsulindelivered: 411500 (41.15 u). Dailytotalofbasalinsulindelivered: 381500 (38.15 u). Percentageofdailytotaldeliveredasbasalinsulin: 93. Dailytotalofbolusinsulindelivered: 30000 (3 u). Percentageofdailytotaldeliveredasbolusinsulin: 7. Units were cut/open, and no moisture damage or component damage found inside the pump. I tested with a test p-cap and the test p-cap locked in place properly. Unit perform visual inspection and pump received with pillowing keypad overlay, cracked keypad overlay, battery tube threads - cracked and cracked case (battery tube). Delivery anomaly-possible over delivery not confirmed. Damage- cracked case battery tube confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia due to too much insulin got delivered, also alleged for crack at the battery tube side of pump. The customer was treated by suspending the pump. The event involved products mmt-1880, mmt-397a and mmt-332a. Troubleshooting was partially performed for low blood glucose as customer declined to continue the troubleshooting. Troubleshooting was performed for cosmetic damage and indicated that the pump would be replaced. No further patient complications were reported. The customer will discontinue the use of the pump and revert to a backup plan per healthcare professional instructions. Mmt-1880 was requested and customer response was the device will be returned. No product return is required for mmt-7040a. No product return is required for mmt-397a. No product return is required for mmt-332a.